Event description:
The customer contact reported the device did not alarm when a distal occlusion was present. The device was returned to the biomedical engineering department with an unsigned note that stated, "occlusion screw slipping." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device did not alarm when a distal occlusion was present. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found the device did not alarm when a distal occlusion was present. This was due to worn threads on the half nut. As indicated, the device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.